Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator will not power on. There was reportedly no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. Failure was localized to fuse f1002, which was found to be open.